Manufacturer narrative:
Conclusion: the customer will be installing the new footboard when the part arrives.

Event description:
It was reported via repair work order that footboard had intermittent power due to damaged footboard clamshell with exposed wires and sharp edges. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.